Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead upon slitting, the lead did not stay in the track and got caught in between the blue and white part of the slitter, caused kinking of the lead, and issues with the slack provided. The performance of the lv lead was not affected. The lv lead was removed and replaced with another of the same lv lead. During slitting with the same slitter, the same issue occurred again, and the lv lead kinked but no performance issues, and the slack and placement of the lead was not affected. The lv lead remains in use. No patient complications have been reported as a result of this event.